Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. Customer's blood glucose value was 495 mg/dl at the time of the call. Confirmed with customer that the bolus was delivered. The customer declined troubleshooting and will bacll back at a later time.